Manufacturer narrative:
Na

Event description:
Head of the surgery department reported via our sales rep, during surgery procedure that the plate broke when the surgeon was trying to bend it. According to his information the patient was not impaired by this event.